Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the frozen screen, button error alarm or black dots on the screen, due to the blank display.

Event description:
The customer reported water damage, black dots on the screen and a frozen screen. Advised that the insulin pump would be replaced. Nothing further was reported.